Event description:
It was reported that the pacemaker and this right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, which led to a lead safety switch (lss) to unipolar. After the lss, a sam episode was observed, and minute ventilation (mv) was disabled. Then, the pacemaker exhibited oversensing of ventricular signals in the atrial channel. This resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that the oversensing was observed in the post-ventricular atrial refractory period (pvarp), so the device timing was appropriate. The device was not going into atrial tachy response (atr) mode switch. The physician suspected a possible ra lead fracture. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that the pacemaker and this right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, which led to a lead safety switch (lss) to unipolar. After the lss, a sam episode was observed, and minute ventilation (mv) was disabled. Then, the pacemaker exhibited oversensing of ventricular signals in the atrial channel. This resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that the oversensing was observed in the post-ventricular atrial refractory period (pvarp), so the device timing was appropriate. The device was not going into atrial tachy response (atr) mode switch. The physician suspected a possible ra lead fracture. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient would be managed conservatively since they suffer from end stage dementia. At this time, no further information was available. This investigation will be updated should further information become available in the future.